Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was used during a sacral colpopexy procedure performed on (B)(6) 2014. According to the complainant, during the procedure the mesh started to tear a little bit at the sacral side of the y-mesh. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.